Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with chest pain and left arm pain. Upon interrogation, the right ventricular (rv) lead noted high out of range pacing impedance measurements, loss of capture, poor r-waves and noise on the pace/sense channel. As a result, a lead fracture was suspected. There was no report of inappropriate therapy. It was indicated there was no asystole as this patient was not pacemaker dependent. The patient was transferred to another hospital for a revision procedure. Fluoroscopy indicated a fracture where the lead entered the subclavian vein. There was an acute angle at this point also. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported.